Manufacturer narrative:
Original repeat on same sample was negative (<0.01 ug/l), not negative (<0.1 ug/l) as initially documented.

Event description:
Customer had a high troponin t result of 0.11 ug/l for one patient sample that repeated as negative (<0.1 ug/l) on same sample (same analyzer). The initial troponin t result was reported to the emergency room, customer called and corrected the report when the rerun did not match the initial result. Customer stated the high troponin t result did not fit the clinical picture and she verified no treatment was given and patient was not affected by the discrepant result. Troponin t reagent lot # was 15563801. The field service representative could not determine a cause. He cleaned and checked the analyzer. He ran performance tests and a precision test using qc material.

Event description:
Adverse event(s): "blurry vision" (blurred vision); "posterior capsule opacification" (no code available). Product problem(s): "opacified lens" (material opacification). During a review of medical records for the fellow eye, it was discovered that the surgeon reported the pt had a yag laser procedure performed for posterior capsule opacification following intraocular lens (iol) implant surgery. The iol was implanted in 2000. The pt had a history of macular degeneration and fuch's dystrophy (pre-existing). On 2001, the pt was diagnosed with dry eyes and treated with artificial tears. In (B) (6) of 2002, the pt complained her eyes watering, tearing and blurred vision mostly while reading. In (B) (6) of 2008, the pt was noted to have possible cystoid macular edema. In (B) (6) 2008 a yag laser treatment was performed for posterior capsule opacification. Following the procedure, the surgeon noted an increase in guttata along with pseudophakic bullous keratopathy. The pt was referred to a corneal specialist. In (B) (6) of 2009, the pt desired referral for possible descement stripping endothelial keratoplasty (dsek). There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Note: this report pertains to the third of fourteen complaints that occurred during the same procedure. Refer to manufacturer report #s 3005099803-2010-02786, 3005099803-2010-02787, 3005099803-2010-02789, 3005099803-2010-02790, 3005099803-2010-02791, 3005099803-2010-02792, 3005099803-2010-02793, 3005099803-2010-02794, 3005099803-2010-02795, 3005099803-2010-02796, 3005099803-2010-02797, 3005099803-2010-02798 and 3005099803-2010-02799. It was reported to boston scientific corporation on (B)(6) 2010, that 14 resolution clip devices malfunctioned during a procedure to repair a perforated esophagus on (B)(6) 2010. According to the complainant, during the procedure, a total of 17 resolution clips were used to repair a perforated esophagus, 3 were used successfully. The sheath was advanced down the scope and the device was positioned at the target site; the physician opened the clip for deployment and grasped tissue, but the clip could not be released. Upon removal, it appeared that the biopsy cap had pulled the clips off of the catheter as they exited the scope. No tissue damage or additional bleeding was reported as a result of this event. The delay in procedure was approximately 30 minutes. There were no complications as a result of this event. The patient was reported to be in 'stable' condition at the conclusion of the procedure.

Manufacturer narrative:
A specific root cause could not be identified. Precision runs and performance tests did not indicate an analyzer issue. Based on information provided, the customer was using a short centrifugation time in combination with a high centrifugatin speed, which can lead to erroneous results. In addition, electromagnetic interference in the laboratory could not be ruled out as a possible cause. The initial result was reported outside of the lab. No treatment was given to the patient based on the result and the patient was not adversely affected.